Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redv0205 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during the process of puncture, the catheter was unable to be inserted, removed and found split in the tip. The doctor replaced the catheter with a new one.

Event description:
It was reported that during the process of puncture, the catheter was unable to be inserted, removed and found split in the tip. The doctor replaced the catheter with a new one.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a split tip that prevented the catheter from being inserted was inconclusive and could not be verified from the five photographs that were provided for investigation. One photograph showed the 12.5cm niagara slim-cath dialysis catheter through the clear tray. The tip of the catheter was positioned within the translucent tube and the condition of the catheter tip could not be observed. No damage was observed on the catheter, the dilator, or the introducer needle that were contained within the kit. The other four photos showed the product labels with part number 5554120 and lot redv0205. Since the physical sample was not returned and since the reported event was not demonstrated in the provided photographs, the complaint was inconclusive. H3 other text : device evaluation findings are in the manufacturer's note.